Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that first noticed this issue when testing impedance, device was reading >4k ohms. The cause was unknown. Troubleshooting included removing and cleaning the lead, drying lead end, turning away or lights during impedance testing, moving grounding pad to the opposite side of the battery side. The most likely cause was fluid on lead ends, unknown for sure though. They were able to troubleshoot the issue and proceed with case. Patient was scheduled for a replacement due to device being at end of life. Device was not returned for interrogation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller was currently in oregon with a battery replacement for interstim x. The caller reports they tested the lead, 978b1, and the patient was getting a motor response of 3.0-4.0 ma. The caller reports that when they implanted the lead into the interstim x, all impedances were showing >4k ohms. The caller reports that prior to the case, impedance was tested and contact 0 was showing >4k ohms, but the caller did not tap on each of the other electrodes to confirm if they were within normal limits. The caller reports the patient had a 978b1 lead implant in 2020. The caller reports that the physician sees small blood on the insertion but not in the track. The caller reports they were able to insert the lead, tug on the lead, and sit it, and they were able to see the blue on the lead when it was inserted into the ins caller reports continue to see impedance >4k ohms. The caller reports that when they tested for motor response, the max setting was seen at 0.8 ma. Caller reports that before calling the agent, they had used another interstim x; caller reports that ins had an issue with the setscrew; caller reports that when they seated the lead and tugged on it, the lead came out the caller reports they will try again with the initial interstim x. The caller reports that this time, the setscrew was able to advance, tug the lead, and confirm seated, but did not pull out caller reports impedance re-tested and confirmed all contacts are >4k ohms. Reviewed the lead issue.